Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away after a right ventricular (rv) lead perforation occurred. After the implant procedure was complete, it was noted the patient felt uncomfortable. The patient felt an ache in their chest and began to vomit. It was suspected the right ventricular (rv) lead had perforated the right ventricle. A pericardiocentesis and blood transfusion were performed. The patient subsequently passed away.